Manufacturer narrative:
Customer noted leaking from the cta wash station. Qc was not provided by the customer. A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced the active wash station waste drain line to the peri pump tubing. The fse also primed aliquot probe and observed for leaking or overflow. The fse cleaned up the cta and ran samples; no leaking or overflow occurred. The hardware repairs resolved the issues.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding leaking in the closed tube aliquotter (cta) that may have resulted in erroneously high access I results that were generated by the unicel dxc 600i synchron access clinical system. The customer did not provide any specific patient data information. However, the customer indicated that only one sample result was affected, which the chemistry was unknown, but the difference was probably less than 10% from the corrected resulted. The incorrect results were not reported out of the laboratory and no operator exposure was noted.